Event description:
It was reported that during a mitral valve repair operation, after opening the chest, the patient's left and right fibrous triangle distances and anterior leaflet area were measured. It was reported that a 32mm mitral annuloplasty ring was selected and during the implant, it was "discovered that the fabric wrapping around the annuli had become loosed, exposing the metal" and there were holes in the fabric wrapped around the ring. It was stated that the surgeon replaced the ring and continued the operation without affecting the patient. The annuloplasty product was not fully sutured and tested prior to removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.